Event description:
It was reported that the customer installed the reservoir into the insulin pump while the device was not rewound. The customer was connected to the insulin pump and primed approximately 60u of insulin. The blood glucose was 180 mg/dl. The customer treated her blood glucose and started to drop. Advised the customer's brother to call paramedics, but they decided to drive to the hospital. The last blood glucose reading was 55 mg/dl. The customer got to the hospital and the call was disconnected. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.